Event description:
It was reported that the patient was having an MRI to rule out a catheter issue. The patient was not sure if he was having issues with the pump. The patient thought the pump was a little slow, so their healthcare provider wanted to check the catheter. The pump was used to infuse morphine. No patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).